Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd secondary set and allowed to free flow. The back check valve failed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier's investigation, upon review of the CT imaging, it was determined that there were several unknown particles in the sealing mechanism of the check valve. These particles are the most probable root cause of backflow failure. Results from the ftir testing showed that the particulate was identified as calcium carbonate. The bd manufacturing plant reviewed the substance found in the back check valve and manufacturing process. The substance is not used anywhere in the manufacturing process. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that unregulated flow occurring.